Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was admitted to hospital for follow up. Low voltage was noted however this was due to patient sleeping on battery. Low flow alarms were noted prior to discharge however these resolved since discharge. Log file analysis captured speed drops on (B)(6) 2020 and (B)(6) 2020. Patient has a history of short to shield and external driveline replacement on (B)(6) 2019. A backup battery fault was noted on 19dec2020 which self corrected. Patient has been sleeping on battery power since (B)(6) 2020 which is not recommended.

Manufacturer narrative:
Section b5: the patient's driveline repair on (B)(6) 2019 was previously reported under MFR # 2916596-2019-02781. Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed low speed, low flow, and power elevation events. Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline, however, a specific cause for the events cannot be conclusively determined. The submitted log file contained data spanning from (B)(6) 2020 10:09:30 to (B)(6) 2021 09:33:34, per the timestamp. The pump was captured operating at a fixed speed of 8800 rpms and a low speed limit of 8400 rpms. Throughout the captured data, intermittent low speed events were captured on (B)(6) 2020 at 00:56, 03:37, 08:15, 12:14, 16:11 and (B)(6) 2020 at 05:16, 14:26, 16:10, while the patient was supported by the power module. Motor speed dropped to as low as 2020 rpms. A power elevation of 10.8 watts was captured during the low speed operation on (B)(6) 2020 at 16:11. The log file captured low flow events as well due to the low speed operations. A specific cause for the low speed, low flow, and power elevation events cannot be conclusively determined. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The heartmate ii lvas patient handbook, rev. C, is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 19jul2010. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was in the clinic on (B)(6) 2021 for a follow up to hospital admission. The patient did not have any complaints, but previous low flow alarms were noted that had resolved prior to discharge from hospital. Upon visit to the clinic, low voltage was noted however this was due to patient sleeping on battery. Log file analysis captured speed drops on (B)(6) 2020. Patient has a history of short-to-shield and external driveline replacement on (B)(6) 2019.